Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead impedance had decreased. The lead was explanted and replaced.

Manufacturer narrative:
Analysis found external insulation abrasions between 15cm and 18.5cm from the connector pin. One rv cable was compromised. The abrasions were consistent with that produced by friction to the ICD can and could result in the low impedance observed in the field.